Event description:
The initial report submitted on 05/01/2026 had a sentence in section b5 that needs to be revised. The original statement "the gloves are stored in accordance with standard practice in clean, temperature controlled environment." Should be changed to "the masks are stored in accordance with standard practice in clean, temperature controlled environment".

Event description:
This report relates to 2954762-2026-00001 as this is the other device that was used by the female doctor. A female doctor reports that the masks caused her both skin and eye irritation. The reaction experienced was skin rash, breakout, and allergic type reaction. The symptoms were reported shortly after used and were localized to the areas of contact. The doctor alleges that the reaction was significant enough to seek medical evaluation. The gloves are stored in accordance with standard practice in clean, temperature controlled environment.